Event description:
On (B)(6) 2024, an email was received from an online distributor who reported a patient (pt) was diagnosed with a corneal ulcer (affected eye not provided) while wearing the acuvue® oasys® for astigmatism brand contact lens (cl). The pt reported eye irritation after using the suspect cl, then went to an eye care professional (ecp) who diagnosed the corneal ulcer. No additional information was provided. On (B)(6) 2024, the pt provided additional information. The pt was called and advised the online provider reported the pt was diagnosed with a corneal ulcer. The pt replied, ¿yes¿ and spelled out ¿pterygium on the left eye (os)." The pt experienced redness and suspected it might be allergies in the beginning. The pt reported purchasing another batch of lenses from the distributor but continued to experience discomfort, dryness, redness during cl use. The pt ¿even tried antibiotics to see if that would help.¿ the pt went ¿back¿ to the doctor, purchased lenses from the ecp and advised those lenses were not causing any issues. The pt reported there was also a diagnosis of corneal ulcer in the os. The pt saw an ecp and was prescribed an unknown antibiotic, (frequency and duration were not provided). The pt asked that additional questions be sent by email and the pt will respond and provide photos. The pt abruptly ended the call. An email was sent to the pt requesting additional medical and product information, as requested. On (B)(6) 2024, a call was placed to the pt for additional information, but nothing additional was received. An email was also sent to the pt on (B)(6) 2024. No additional medical information has been received. The date of the os corneal ulcer event will be reported as 01sep2024 as the exact date of the event is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number l006df7 was produced under normal conditions. It is unknown if the suspect os cl is available for return for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.